Event description:
It was reported that the patient with this pacemaker was experiencing pain around their implant site for multiple months. Surgical intervention was performed, and the pacemaker was repositioned and continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.